Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had a floating particle inside the bag. This was discovered after normal saline had been added to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Multiple particles were visible within the bag. The solution was filtered out of the bag, and 19 elongated, tapered particles were identified. Fourier transform infrared spectroscopy was performed on the two largest particles, and identified that they were made of acrylonitrile butadiene styrene (abs). The port tube was examined for needle strikes. No defects were noted from the exterior. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.